Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement fuse 20a 250v shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site radiographic technologist (rt) that their imaging system line power light, and the system light, were not lit. The f11 and f12 fuses were replaced and the system is functioning as expected. Issue resolved at time of call. There was no patient present when this issue was identified.